Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during generator change out due to normal eri, the physician was unable to remove the lead from the header. When attempting to pull the lead out of the header, the lead broke. The lead was capped and replaced. The patient tolerated the procedure well and was admitted overnight and discharged the following day.

Manufacturer narrative:
The reported field event of difficulty removing the atrial lead was not confirmed in the laboratory. The device was tested using test leads and pin gauges, and no anomaly was found.